Event description:
It was reported that there was a primary audible alarm background (bkgd) test. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case had cracked front corners. The technician performed flow and occlusion testing; however the reported event was unable to be duplicated. The root cause of the issue could not be determined. The speaker was replaced as a preventative measure. There's a corrective action preventive action for the reported event. The device passed functional and delivery tests. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).